Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4, d10, e1, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure and the image was not displayed. The cause of occurrence of the cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a camera head had an abnormal image and a damaged cable. The reported problem was found during maintenance before a procedure. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
E1-establishment name: no. (B)(6). The device was returned to olympus for evaluation and repair. During the initial evaluation, there was no image due to defective cable and the coupler was rusty with water mark. In addition, the lock of the coupler was damaged. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.